Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Evaluation could not be performed because ipc shows error code 16. It was noted that worn bearing and stator. This finding may have contributed to the user's experience. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgical procedure, when packing the craniotomy on contact with the bone surface of  the  skull drill loses grip with the handpiece and impossibility to make the cranial hole. It was reported that there was delay in procedure of about 120 minutes and the procedure was completed with the backup product.-###-from (B)(4)-repair request initiated for device with the report of overheating. It was reported that there was no patient involvement. Repair request escalated to a product event due to reason for return. On follow-up it was reported that the surgery had a delay of 15 minutes necessary to find another drill and in these 15 minutes there was an extension of anesthesia.